Manufacturer narrative:
The nurse did not require medical attention and did not take time off of work. The nurse submitted a safety event at the hospital, continued working as normal, and felt better within a couple of days. The serial number was not recorded at the time of the alleged event, the unit was not isolated, and the unit could not be identified afterwards.

Event description:
No new information.

Event description:
It was reported that the steer was difficult to engage. It was further reported that a nurse tweaked her knee but did not sustain a serious injury.